Manufacturer narrative:
H10: e1-(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the patient circuit occluded alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. The patient circuit occluded alarm had occurred at the repair center. The field service engineer (fse) replaced the flow sensor assembly to resolve the reported issue. The fse replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.